Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a non-penumbra microcatheter. During the procedure after placing multiple coils, the physician encountered resistance while advancing a ruby coil. The physician decided to retract the coil and, subsequently; the ruby coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached coil was removed and the coil was found at the distal end of the microcatheter partially sticking out of the microcatheter. The procedure was completed with the same microcatheter and additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being corrected on this follow-up # 3005168196-2022-00172 MFR report: 1. Section h. Box 4. Device manufacture date please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.